Event description:
It was reported that during a ptca/stenting treatment procedure the nc viva balloon ruptured at 7 atm's on the initial inflation. The nc viva balloon was being used to predilate a slightly calcified and 95% stenotic lesion in the mid lad coronary artery prior to placement of a bx velocity 3.0/18 stent. The pt was asymptomatic during this event. The nc viva balloon catheter was removed and replaced with another nc viva balloon catheter to successfully complete the stent placement procedure. Pt status is reported as 'good'.